Event description:
Caller reported advantage blood glucose results of 209 mg/dl, 469 mg/dl, and 344 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.